Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for pump stoppage and red heart alarms while connected to the patient cable. The patient was stable when he was on battery power. When the hospital staff tried to connect to the patient cable to interrogate the device the patient's pump stopped immediately. It was also reported that the alarms occurred while the patient was sitting and stopped when he stood up. The manufacturer's technical service went to the hospital and evaluated the patient's percutaneous lead. X-rays were also taken and reviewed but were inconclusive for percutaneous lead damage. The events could not be reproduced by manipulating the external portion of the percutaneous lead. The event occurred intermittently and while the patient was in a seated position. The evaluation could not determine if the damage was internal or external. The physician requested that the distal end of the percutaneous lead be replaced. The percutaneous lead replacement was performed without incident.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.